Manufacturer narrative:
The customer reported that the system had insufficient vacuum levels and excessive balanced salt solution (bss) irrigation flow. The case was completed without harm to the patient. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on november 24, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was insufficient vacuum levels during the irrigation/aspiration phase of a cataract extraction procedure. There was an excessive consumption of saline solution. No system messages were displayed. The case was completed without harm to the patient.